Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three events where a red liquid was found in the tubing. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-11826. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007303, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007303 was manufactured according to the work instruction (wi) version 114 and packaging in the line 6 on 29-may-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Supplemental report 02 - (B)(4) - MDR 3003442380-2025-11826. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 12-jan-2026 against "lot number 6007303 and similar malfunction code(s): foreign matter within product (only use where the foreign matter is within the insulin pathway, refer to code for foreign matter inside the package or for discoloration), packaging issue. Malfunction code not on list. The review confirmed that lot 6007303 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 10-jan-2026 against "lot number" criteria equal 6007303 and similar malfunction codes foreign matter within product (only use where the foreign matter is within the insulin pathway, refer to code for foreign matter inside the package or or for discoloration), packaging issue. Malfunction code not on list. The count of complaint is 1. The complaint number are (B)(4). Device history record (DHR) review: the lot 6007303 was manufactured according to the work instruction (wi) version 114 and manufactured in the line l6 li60 on 29-may-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4e02868 was manufactured according to the wi version 64 and manufactured in the sc02, on 28-may-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4e05538 was manufactured according to the wi version 64 and manufactured in the sc02, on 29-may-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: a photo was provided to support visual confirmation of the reported issue. Based on the image provided by the customer, the presence of a red liquid contamination inside the tube has been confirmed. A return sample was requested to enable further analysis; however, the customer has confirmed that no samples will be returned. As a result, it is not possible to determine the exact nature of the contamination. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi - guidance for visual testing for complaints area version 3: 10 samples out 10 tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: 4 samples out 10 tested passed functional testing (the other six samples were not able to be tested due to special investigation under CAPA 1999254.) For the reported malfunction code foreign matter within product (only use where the foreign matter is within the insulin pathway, refer to for foreign matter inside the package or for discoloration) all test results were within specification as documented in the test report (B)(4). CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6007303 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.